Manufacturer narrative:
9733405: the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem/fault found. 9733560xom: work order passed. No failure/fault found. Other relevant device(s) are: product ID: 9733405, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the localizer was not transmitting a signal during a case when the system was booted up. They checked the axiem box's usb connection the computer and discovered that none of the 4 usb ports near the top of the computer are functioning. Once plugged into the usb ports towards the bottom where the displays ports are located, the system began functioning normally. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.